Event description:
Pt reported that at 04:20am on (B)(6) 2012 her blood glucose measured 79 mg/dl; she did not treat this in any way. At 08:20am, she ate breakfast and entered the estimated carbohydrate grams but did not test her bg. The device suggested a 0.45 unit insulin bolus and she administered a bolus of 1.75 units. By 9:30 am bg was >300 mg/dl so she corrected with the suggested 4.00 unit bolus. At noon, she was in the emergency room with blood glucose that was "very low." She thinks it measured in the 20s mg/dl when taken by the ER staff. She was admitted.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction, mfg defect or other product condition could have contributed to the reported hypoglycemic event. No product lot number was reported, therefore, no qualification record review was performed. The omnipod user's guide warns "test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advise of your healthcare provider." It cautions that "the suggested bolus calculator will display a suggested bolus dose based on the settings you have programmed into the pdm. Check with your healthcare provider before using this feature or adjusting these settings," and notes that "the omnipod system can only subtract insulin on board from a suggested bolus when the current bg is known." It advises "always check your blood glucose levels frequently while treating hyperglycemia. You don't want to over treat the condition and cause your bg level to drop too far," and "you can avoid most risks related to using the omnipod system by practicing proper techniques and by acting promptly at the first sign of trouble. You can avoid potential problems by knowing the signs of hypoglycemia (low blood glucose), hyperglycemia (high blood glucose) and diabetic ketoacidosis (dka). The easiest and most reliable way to avoid these conditions is to check your blood glucose often."